Event description:
Patient having an excision lesion wide with closure, dissection lymph node sentinel. The c-trac is used for procedure. The probe has to be covered with a drape for sterility. The drape was ecolab general purpose probe cover. After procedure ended, the probe was removed from the sterile field and the probe cover removed from the probe. After removing probe cover, it was noted there was blood on the probe. The staff put water in the probe cover to find there were several small pinholes. It is a single use device that does not get reprocessed.